Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue. No additional information was available. Attempts by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data revealed no evidence of a power issue. During a visual inspection of the pump, no damage was found to the casing. The battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated power interruptions. The pump case was removed, and no damage was found to the power circuit. The complaint was not duplicated.